Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. There was no adverse impact to the customer¿s blood glucose level. Caller was assisted by customer technical support to complete the cartridge load process, and no further assistance was required.